Event description:
New information notes that the right ventricle lead also exhibited capture issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that right ventricular (rv) lead fracture was observed. The lead was capped and replaced on (B)(6) 2021. No patient consequences were noted.